Event description:
Customer reported that she was hospitalized due to low blood glocose. Customer advised that she bolused prior to being admitted in to the hospital. Troubleshooting was offered, but customer refused. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.